Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
A patient reported they experienced the events of left side "pain" and ¿chronic fatigue¿. Patient also reported "brain fog¿, ¿neck and shoulder pain¿, ¿difficulty breathing¿, ¿internal itching¿, ¿bilateral pain¿, ¿gi issues¿, ¿acid reflux¿, ¿lower back pain¿, ¿bilateral swelling¿, ¿migraines¿, ¿vision issues¿, ¿muscle twitching in face and arms¿, ¿trouble swallowing¿, ¿ringing in the ears¿, ¿facial pain¿, ¿heart palpitations¿, ¿fevers out of the blue¿, ¿hair loss¿, and ¿dry eye"; these events are not device related. Device remains implanted.

Event description:
Device has been explanted.